Event description:
It was reported that a patient was revised to address two pyrenees self-starting screws which had migrated out of a pyrenees plate approximately thirteen months after implantation. This report captures the first of the two migrated screws.

Event description:
It was reported that a patient was revised to address two pyrenees self-starting screws which had migrated out of a pyrenees plate approximately thirteen months after implantation. This report captures the first of the two migrated screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : no product returned.